Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address effusion, significant pitting on the poly, cone, underside and on the articulating surface.